Event description:
Well I have had mentor smooth saline implants since 2007 and around (B)(6) 2011, I started going down hill with all sorts of health issues, diagnosed with things left and right then told all labs/ imaging looked normal. Don't know what this is. I've gone to the ER/ hospital countless of times, gone to doctors / specialist countless of times. I've had breast biopsy done due to irregular breast tissue and lumps, I've had bad depression/ anxiety. Been told I've had a tumor in my head, fibromyalgia, gerd, heart flutters, itchy skin, hair loss, hard to breathe, muscle spasms, tingling limbs, swollen lymph nodes, vision issues, dizzy, migraines, memory fog, you name it I've had it, have been tested for it. I have been told I may have this and that. Until one day I stumbled upon bii- breast implant illness. I 100% know my implants are causing all of these issues. I've had so many test, and timeframes of them, it's hard to remember them all. Just recently I had an endoscopy because I suffer from a lot of esophageal spasms and gerd, which a lot of woman say is common with breast implant illness. My endoscopy came back clear, the doctor doesn't know why I feel the issues of gerd without any signs of it in my esophagus/ stomach; I've just had so many scans, test done. I still have my implants as I need to save up (B)(4) to have them removed. It's unfortunate this isn't medically covered. FDA safety report ID # (B)(4).